Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that there was foreign material in the nozzle, and a burned c-cover and forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the foreign material, the cause was not established and for the burned c-cover and forceps elevator, the cause was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.